Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a bariatric sleeve operation, the patient experienced a 1500cc blood loss. The patient was re-operated and the bleeding stopped but the bleeding site was unidentified. He also underwent blood transfusion. The site at the omentum majus was considered to be the most probably the source. There was a sealing and end tone hear with no re-grasp alarm.